Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was inflated three times at 12 atmospheres on each inflation. However, on the fourth inflation at 14 atmospheres, the balloon ruptured. The device was removed without problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.